Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of component breakage was confirmed. The customer¿s report of a leak was not confirmed. Visual inspection of the distal luer lock revealed cracks all around the end of the spin collar. There were no tool markings or signs of external forces on the outer surfaces of the damaged collar component. Functional testing resulted in no leaks. The root cause of the component breakage was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the patient was receiving IV normal saline along with acyclovir and cefepime over the past three days. The user noticed the distal end of the tubing cracked upon disconnection. No patient harm reported.